Event description:
The product was used during an unspecified procedure. Reportedly, the syringe barrel is defective. The medication inside the syringe hit the nurse in the eye. The hosp has reported no pt injury occurred.